Event description:
The 13mm lordotic plif implants (p/n p092511310), are included in the onyx ibfd system. It was reported that during surgery two (2) 13mm lordotic plif implants from lot #16093-14-1 broke. The sequence of events occurred as follows: the surgeon inserted the first implant (implant 1) into the disc space using a technique in which the implant is inserted into the disc space oriented on its side and then rotated into the final position within the disc space. The second implant (implant 2) was inserted in the same manner as the first. The surgeon felt implant 2 snap upon rotation. An x-ray was taken to confirm implant 2 was broken and observe placement of implant 1. The distance shown between the radiographic markers confirmed implant 2 was broken and it was also observed that implant 1 was broken. The surgeon removed both implant 1 and implant 2. With both implants 1 and 2 removed from the disc space, the surgeon prepared for insertion of a third (implant 3) and fourth (implant 4) 13mm lordotic plif implant from the same lot. The surgeon inserted implant 3 in the original placement of implant 1, using a technique in which the implant is inserted into the disc space oriented in its final position and lightly hammered to secure it within the disc space. This technique was also used to insert implant 4 into the original placement of implant 2. It was observed by the representative present for the surgery that a contributing factor to the implant breaking may be unusually hard bone in the patient. During preparation of the disc space prior to insertion, the technician and surgeon experienced greater difficulty than normal when removing bone tissue. Furthermore, it does not indicate in the surgical technique that these implants may be rotated in situ as they were not designed for that method of insertion. As the replacement implants were successfully implanted in accordance with the method defined in the surgical technique, this problem is attributed to user error. In total, the delay of surgery was 15 minutes. The two (2) broken implants (implants 1 and 2) were returned to the manufacturer on (B)(4) 2012.

Manufacturer narrative:
The manufacturer has reviewed the device history record for the 13mm lordotic plif implants (p09251310, lot #16093-14-1) and confirmed that all material and inspection data meet the specifications for the part.